Event description:
Hmsc reported sudden increase in shock impedance. No noise evident and all other values are stable. Lead to be evaluated further. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.